Event description:
A malfunction in the pump was reported by the customer, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged to replace the pump, advising the customer on necessary steps for transitioning to the new pump, which includes using a multiple daily injection (mdi) therapy as a backup. The customer was informed about returning the malfunctioning pump to tandem and acknowledged receiving a replacement pump with updated software.